Event description:
The customer reported that this defibrillator failed to deliver energy when used in conjunction with a second defibrillator to simultaneously deliver therapy to a pt. The customer reported that the two defibs were somehow synchronized, and that only one would deliver therapy at any given time. The defib was later tested, and no trouble could be found.

Manufacturer narrative:
The customer reported that this defibrillator failed to deliver energy when used in conjunction with a second defibrillator to simultaneously deliver therapy to a pt. The customer reported that the two defibs were somehow synchronized, and that only one would deliver therapy at any given time. The defib was later tested and no trouble could be found. In 2008, the device was evaluated by philips and no trouble was found. The customer was notified that using two defibs on one pt is not supported. This report represents a use of the product outside the intended use of the device and the device functioning as expected when giving the "no shock delivered" message.